Event description:
It was reported that a ventilator power switch was blinking and white smoke came out of the unit. The unit then would not power on. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse informed the customer that the analog interface (ai) printed circuit board (pcb) malfunctioned and may have impacted other components. The customer declined to repair the device due to cost.